Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. The pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed bent pins within power port one (1) and serial port of the controller. The power port bent pin did not allow a power source to properly connect to the controller. A connection was able to be established within the serial port and no anomalies were observed within the driveline port of the controller. Additionally, visual inspection under 10x magnification revealed hairline cracks around power port (2) of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack and power port/serial port bent pins are not related to the reported event. Based on an investigation conducted under CAPA: pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gasket during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, con314015 falls within the bounds of this CAPA. The most likely root cause of the power port bent pin event can be attributed to a misalignment between the power port and battery output connector. The most likely root cause of the serial port bent pins can be attributed to a misalignment between the serial port and data cable. CAPA: pr00384004 was opened to investigate bent/damaged pins with controller 2.0. Log file analysis revealed four (4) controller power up events recorded on (B)(6) 2020 at 02:25:31, 02:26:17, 02:27:08, and 02:27:33. No anomalies were observed leading up to the losses of power. The controller was without power for 23 seconds, and a maximum of 42 seconds, 43 seconds, and 22 seconds, respectively. A vad disconnect alarm was then logged at 02:27:40, indicating a physical disconnection of the driveline from the controller. As a result, the reported controller loss of power and vad disconnect events were confirmed. The reported driveline damaged connector event could not be confirmed due to insufficient evidence. The most likely root cause of the loss of power events can be attributed to the reported disconnection of both power sources from the controller. The most likely root cause of the reported vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller as described in the event details. Applicable risk documentation and experience with events of similar circumstances were considered; events involving driveline connector damage can be attributed, but not limited to wear and/or handling of the device. Additional products: con314015; d9: yes 22-jan-2021; h6:FDA method code(s): b01, b15 h6: FDA result code(s): c0706, c07 h6: FDA conclusion code(s): d11, d01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: heartware ventricular assist system controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2018 / serial #: (B)(4) UDI #:(B)(4) device available for evaluation: no. Device evaulated by MFR: no. Device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2017 labeled for single use: no. (B)(4). Additional information has been requested regarding the controller product return, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was found deceased at home, with both power sources and the vad driveline disconnected from the controller. An autopsy was not performed. It was noted that the metal connection of the vad driveline appeared to be slightly damaged/bent and "as though a tool was used to disconnect the driveline or there was a struggle with the connection." It was also noted that the controller exhibited an unexpected loss of power.